Manufacturer narrative:
The as-received component was examined visually and microscopically. The post of the returned broach fractured. Fracture patterns are indicative of mechanical overload. Damage was also seen adjacent to the post. Dimensional analyses were conducted on the post features, which were found to be within dimensional specification. Hardness testing was conducted on the post, which was found to be within specification. The average hardness was found to be within specification. The raw material certifications for this instrument were also found to be within specification.

Event description:
It was reported surgery was delayed due to a fracture of the device.